Event description:
This is a study case report received from a female consumer of unspecified age in united states on (B)(6) 2014 which refers to herself who was involved in a (B)(4) study, study number: (B)(4). Study description: post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test. It was reported that essure was placed in 2012. She bled heavily and had an ablation not knowing that it was not recommended. She reported that she had post ablation post tubal ligation syndrome symptoms ever since. She got her tubes and coils removed 3 weeks ago, from the time of the report (implying (B)(6) 2014) due to autoimmune and inflammatory responses from the nickel and pet fibers. Her uterus was scarred from the ablation that a hysteroscopy was not possible. She was very uncomfortable, her uterus felt like it was full of blood and can`t come out. She stated she was going to have her post op follow up and will need a hysterectomy in the near future. Company causality comment: this non-medically confirmed, study case report refers to a female consumer of unspecified age who was involved in a (B)(4) study, study number: (B)(4). The consumer bled so heavily and she had an ablation (interpreted as genital bleeding) and experienced post ablation post tubal ligation syndrome symptoms. These events were considered serious due to medical importance and listed for essure in the reference safety information. She also reported that her uterus felt like it was full of blood and can't come out (interpreted as haematometra), which was considered serious due to medical importance and unlisted for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Post-ablation tubal sterilisation syndrome is a rare condition that has been reported in women with a history of tubal sterilisation who undergo endometrial ablation; performing endometrial ablation immediately following placement of essure micro-inserts may increase the risk of this condition. In this particular case, the time from essure insertion to the onset of the events were not reported. Consumer got her tubes and coils removed (probably she underwent a salpingectomy after experiencing post ablation post tubal ligation syndrome). Based on the information received, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention (tubes removed, salpingectomy) was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc (product technical complaint) investigation result received on (B)(6) 2014. Additional information received on (B)(6) 2015. The ptc global reference number for this report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The company has tried to contact the reporter without success. No further information is expected for this report. Company causality comment: this non-medically confirmed case report was received from a female consumer who stated she was involved in an observational company-sponsored study, study number: (B)(6); nevertheless all sites involved in this study were asked regarding this subject and no one has acknowledge having her in their list. She reported she bled so heavily and she had an ablation (interpreted as genital bleeding) and experienced post ablation post tubal ligation syndrome symptoms, her uterus felt like it was full of blood and can't come out (interpreted as haematometra). These events were considered serious due to medical importance and are listed in essure's reference safety information, except for haematometra which is unlisted. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Post-ablation tubal sterilisation syndrome is a rare condition that has been reported in women with a history of tubal sterilisation who undergo endometrial ablation; performing endometrial ablation immediately following placement of essure micro-inserts may increase the risk of this condition. In this particular case, the time from essure insertion to the onset of the events was not reported. Consumer got her tubes and coils removed (probably she underwent a salpingectomy after experiencing post ablation post tubal ligation syndrome). Based on the information received, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention (tubes removed, salpingectomy) was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow up from 22-oct-2014: after information received from study manager, please note that all sites involved in the study (B)(4) were asked regarding this subject and no one has acknowledge having her in their list. Company causality comment: this non-medically confirmed case report was received from a female consumer who stated she was involved in an observational company-sponsored study, study number: (B)(4); nevertheless all sites involved in this study were asked regarding this subject and no one has acknowledge having her in their list. She reported she bled, so heavily and she had an ablation (interpreted as genital bleeding) and experienced post ablation post tubal ligation syndrome symptoms, her uterus felt like it was full of blood and can't come out (interpreted as haematometra). These events were considered serious due to medical importance and are listed in essure's reference safety information, except for haematometra which is unlisted. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Post-ablation tubal sterilisation syndrome is a rare condition that has been reported in women with a history of tubal sterilisation who undergo endometrial ablation; performing endometrial ablation immediately following placement of essure micro-inserts may increase the risk of this condition. In this particular case, the time from essure insertion to the onset of the events were not reported. Consumer got her tubes and coils removed (probably she underwent a salpingectomy after experiencing post ablation post tubal ligation syndrome). Based on the information received, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention (tubes removed, salpingectomy) was required. Further information and product technical analysis are being sought.